Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's stimulator has not worked in quite some time since they were in a car accident. This occurred about two years after it was implanted; around 2002. The patient noted that the stimulation has not worked since then. The patient noted that the device was left in place because it was too difficult to get it out. The patient noted that their health care professional had tried to get it to work, but every time that the device was turned up, the patient's leg went totally numb, so she never used it after that. The patient noted that around 2.5 weeks prior to the report, the patient has been having discomfort at her hip. The patient noted that it is not horrible and it has never happened before, but it is a general discomfort in her hip area. The patient noted that she became concerned with the pain when she became aware of a friend who had a reaction to a knee replacement.